Manufacturer narrative:
The lot number was provided and a device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. Manufacturing performs 100% leak testing as per procedure, which would identify this issue in the catheter assembly. No trends or triggers have been found; therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that it felt like the umbilical vessel catheter had a crack and they had to pull it out and use another one. The customer further reported that this happened two times with two different kits.